Manufacturer narrative:
Additional information is provided in sections h6 and h11. The laser power setting is adjusted at the console to obtain the proper retinal burn. Manufacturer laser probes consist of a long optical fiber (glass) for transmission of laser energy to the eye. It has a proximal end consisting of a connector for attaching to the laser unit, and a distal end consisting of a handpiece. The illuminated laser probes contain an additional optical fiber for transmission of non-laser light, allowing simultaneous connection to an illumination source. Each package contains one individually packaged sterile laser probe. There are potential hazards when inserting, steeply bending, or improperly securing the fiber optic. Not following the recommendations of the manufacturer may lead to damage to the fiber or delivery systems and/or harm to the patient or user. Specific product identifiers (lot number, batch number, and/or serial number) were not provided and could not be determined at this time. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against this lot/batch/serial number cannot be performed as the lot/batch/serial number is unknown. The lot/batch/serial is unknown; therefore, a service history review cannot be performed. The customer reported that their system (p/n: 8065751145, s/n (B)(6)) was involved in a study of the outcomes of sutureless vitrectomy surgery in patients with diabetic vitreous hemorrhage, in which it was noted that (4) patients that developed a cataract during the 6 months post-operative monitoring period. Based on the information available, the customer reported event cannot be confirmed. Based on the information obtained, the root cause of the reported event is inconclusive. However, it should be noted that the study concluded that "27-gauge micro-incision vitrectomy surgery is an effective sutureless surgery with favorable outcomes, in terms of vision, in patients with diabetic vitreous hemorrhage. The associated complications are few which can be easily managed." The root cause of the reported event is inconclusive. Therefore, no further actions will be pursued at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Receipt of complaint sample or additional information pertinent to this complaint will result in re-evaluation of the complaint investigation. The manufacturer internal reference number is: (B)(4). H10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A literature article revealed that four patient experienced cataract following use of ophthalmic system. The details of the procedure were not reported. The current outcome of the patient¿s condition was unknown. This complaint pertaining to ophthalmic system of two of the two reports from the same entity.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Shahzadi b, rizwi sf, qureshi fm, latif k, mahmood sa. Outcomes of transconjunctival sutureless 27-gauge micro-incision vitrectomy surgery in diabetic vitreous haemorrhage. Pak j med sci. 2017;33(1):86-89. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.